Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the device was unable to be updated with current software, its software had not migrated to windows. It was additionally noted that the radiofrequency head connector on the link electronic module was loose and that there was contamination between the overlay and the display. Due to the extensive contamination the device was to be replaced and scrapped.

Event description:
It was reported that the programmer was unable to be updated with current software. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.